Event description:
The defibrillator involved in this MDR report was explanted 55 months after implantation and returned for analysis because it could not be interrogated. It should be noted that the complete defibrillation system was removed.